Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) could not be injected because it came out of the injector at the time of placement. There was no impact on patient. Unspecified back-up implant inserted. Additional information has been requested.